Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the numbers on the screen of the insulin pump began to scroll on their own. Customer reported that she changed the battery and then the insulin pump returned a battery out limit. Customer stated that the insulin pump may have recently been exposed to sweat. Blood glucose level was 71 mg/dl at the time of the call. No further information was provided.